Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the distributor contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 02/09/2016. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 01/26/2016 with the following findings: on investigation, the keypad was found to be intact without damage. On testing, all keypad buttons were appropriately responsive. The keypad cover was removed for investigation and did not reveal any evidence of damage, defect or contamination of the button contacts. Investigation did not duplicate the alleged keypad/button complaint. Unrelated to the original complaint, the battery compartment was noted to cracked at the case seal to the left of the bumper pad and also below the bumper pad. There was evidence of moisture behind the display lens and a leak test revealed moisture ingress due to leakage at the battery compartment. The pump was opened for further inspection and reveal evidence of moisture throughout the pump¿s interior compartment. All keypad components and connections were found to be intact. The display screen was noted to be dim/faded and discolored.